Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of lesion in left circumflex artery (lcx) number eleven with 75% stenosis, heavy calcification and moderate tortuosity. The access site was a brachial artery. A non-abbott guide extension catheter was used with the oad. The first run was performed distal to proximal. The lesion was treated on low-speed mode for thirty seconds, and this was repeated three times. Intravascular ultrasound (ivus) was used to evaluate the lesion. Three high-speed treatments were performed for thirty seconds each. During the third distal-to-proximal, high-speed treatment, the distal side of the crown was observed fractured. The physician believes the crown might have been stuck before the fracture. The viperwire advance coronary guide wire was slowly pulled, and the fractured parts were collected inside the non-abbott guide extension catheter which was then removed from the patient with the fractured parts. There was no tissue or plaque observed on the oad upon removal. A drug-coated balloon was used, and the procedure was completed with no adverse patient consequences. According to the physician, there was no resistance while manipulating the devices.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation - driveshaft is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of lesion in left circumflex artery (lcx) number eleven with 75% stenosis, heavy calcification and moderate tortuosity. The access site was a brachial artery. A non-abbott guide extension catheter was used with the oad. The first run was performed distal to proximal. The lesion was treated on low-speed mode for thirty seconds, and this was repeated three times. Intravascular ultrasound (ivus) was used to evaluate the lesion. Three high-speed treatments were performed for thirty seconds each. During the third distal-to-proximal, high-speed treatment, the distal side of the crown was observed fractured. The physician believes the crown might have been stuck before the fracture. The viperwire advance coronary guide wire was slowly pulled, and the fractured parts were collected inside the non-abbott guide extension catheter which was then removed from the patient with the fractured parts. There was no tissue or plaque observed on the oad upon removal. A drug-coated balloon was used, and the procedure was completed with no adverse patient consequences. According to the physician, there was no resistance while manipulating the devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.